Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported a right side "rupture" confirmed via MRI. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
It has been identified that this record, mrn 9617229-2024-01009, is a duplicate of mrn 9617229-2024-10001. Please seen mrn 9617229-2024-10001 for reportable events.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01/31/2024.

Event description:
It has been identified that this record, mrn 9617229-2024-01009, is a duplicate of mrn 9617229-2024-10001. Please see mrn 9617229-2024-10001 for reportable events.